Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacing system developed an infection. The pacing system was explanted. No other adverse patient effects were reported.